Event description:
It was reported that cadd legacy pump error code 1260, cb overdue. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional performance was checked. Error codes were unable to be downloaded from the device event history log. Results: the customer reported problem was duplicated during the investigation. Root cause of the reported event would be attributed to a faulty microprocessor unit board. Who caused the reported event to occur is unknown and could not be determined. It was recommended that the microprocessor unit board and clock battery be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.